Manufacturer narrative:
Samples received: 2 open pouches. Analysis and results: there are no previous complaints of this batch. 2,808 units of this batch were manufactured and distributed in the market, there are no units in stock. We have received two open samples (unused) with the needle detached from the thread and the thread still wound on the pack in both samples. Final conclusion: taking into account that the results of samples received did not fulfil the product specifications, we conclude that the complaint is justified. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that when the package was open, the needle was detached from the thread.